Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 430 mg/dl. The customer stated that he changed the infusion set and went out to eat. The customer stated he became nauseated, and started vomiting. The customer removed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer didn't know if the basal rates were correct. Advised the customer to check with his hcp. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.